Event description:
It was reported that the physician was attempting to use a 3.50mm diameter x 22 mm length resolute integrity (rx) drug eluting stent to treat a moderately calcified lesion with moderate vessel tortuosity located in the mid rca. It was reported that device failed to cross the lesion and was withdrawn . On reinserting the stent over the guide wire it was noticed that the stent strut was protruding at the mid section of the stent. The device was not used after this deformation was noticed. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed. (No device received for evaluation). Inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (moderate calcification and tortuosity). Conclusion results inherent risk of procedure (stent deformed). Unable to confirm complaint (evaluation not performed). Device failure related to patient condition (moderate calcification and tortuosity). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: (deformation problem).

Event description:
Evaluation summary: the hypotube was slightly kinked. The guidewire entry port was slightly torn. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. No resistance was felt during initial mandrel movement. There was clear residue visible in the inflation lumen. Multiple struts from the 11th proximal stent segment were raised and deformed.